Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object inside the nozzle a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a foreign object blocking the nozzle caused poor water drainage, making it difficult to see the image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image was blurred on the gastrointestinal videoscope during demonstration. There were no reports of patient harm.